Manufacturer narrative:
The sureform 60 stapler instrument and blue reload accessory used during this event were not received for failure analysis investigations. The staple logs for this procedure were reviewed. The logs show the sureform 60 stapler instrument (part number 480460-12, lot number k19260123-0234) was installed on the system 2 times and fired 2 reloads (1 white, followed by 1 blue). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the system failed to detect the reload color and the user manually selected the blue reload via the graphic user interface (gui) on the surgeon side console (ssc) touchpad. The first clamp was successful, and the firing was completed with 5-6 pauses for compression. The instrument was then removed and not used again in the procedure. The logs show the 2nd sureform 60 stapler instrument (part number 480460-12, lot number k19260123-0231), was installed on the system 8 times and fired 8 reloads (1 white, 3 blue, 2 white, 1 blue, 1 white, in that order). On each install, the first clamp was successful. On install 1, the system failed to detect the reload color and the user manually selected the white reload via the gui on the ssc touchpad. On installs 1 and 2, the firings were completed with 1 pause for compression each. On install 3, the firing was completed with 2-3 pauses for compression. On installs 4-8, the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the sureform 60 stapler instrument fired a blue reload accessory with a seam guard and entrapped tissue resulting in a tear on the intestines. In order to release the jaws from the tissue, the red emergency button was pressed on the davinci system to disable the stapler and the emergency knob on the stapler was used to open the jaws. Once the jaws were open and the tissue was released, there was bleeding at the corner of the staple line on the duodenum. It is speculated the tissue tore when attempting to force the stapler open in order to remove it. The bleeding was controlled with the fenestrated bipolar forceps instrument prior to continuing with the case. The procedure was completed as planned. Multiple attempts to obtain additional information have been made; however, no further details have been received.